Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered for short v-v intervals and impedance variation on the right ventricular (rv) lead and high impedance on the right atrial (ra) lead. T-wave oversensing was also noted on stored episodes. The patient is reported to have expired.